Manufacturer narrative:
A medtronic representative was present for the reported event, and adjusted the images on the navigation system to allow the procedure to continue. The representative has not fully inspected the imaging system, since the site has not approved further service. No additional findings possible.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system displayed the reconstructed images dark with a line down the middle. It was reported that this occurred when the user lowered the kv setting for the type of case that was being done. The user was reportedly able to make the necessary image adjustments on the navigation system so the procedure could proceed. The procedure was completed successfully with the original images from the imaging system after no delay. The patient was not impacted.